Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii. Later healthcare professional reported "cyst up to 0.6 cm" assessed as not device related, "intracapsular rupture". The device was explanted.